Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 a patient experienced a detached sensor wire. Upon deployment, sensor wire detached from applicator. No medical intervention was required.